Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor and urinary dysfunction. It was reported the patient walked through a metal detector the day prior and received a definite shock from the device; it was as strong as during the initial testing immediately following the surgery in (B)(6) 2016, and isolated to their toes and perineal area. The patient had not turned the stimulation off before walking through the detectors and felt an absolute increase in stimulation. The shock was momentary and there were no further symptoms since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.